Event description:
The customer provided clarification to the event details. The event (power does not turn on) occurred during preparation for use and the pre-inspection check was unable to be completed. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the power cannot be turned on due to a failure of the ground 1 board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿power failure" was confirmed and due to a faulty printed circuit board failure. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor had a power failure. During preparation for use in an unknown procedure, the power did not turn on the high-definition lcd monitor and procedure was cancelled. No procedure was undertaken. There was no report of patient harm or user injury associated with this event.